Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Concomitant medical products: 550cc mentor memorygel breast implant, catalog #3505504bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female who underwent breast augmentation revision with a 550cc mentor memorygel breast implant experienced right sided baker grade IV capsular contracture post procedure. The patient received an official medical diagnosis for the capsular contracture. As a result, bilateral prosthesis replacement with 425cc mentor memorygel breast implants was performed on (B)(6) 2020. This patient had previous incidences of capsular contracture reported under 1645337-2019-19413 and 1645337-2019-11621.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 7695398 number, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).